Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced high blood glucose and site had to be changed frequently. Caller was educated on proper insertion sites. Customer's blood glucose was 600 mg/dl and 400 mg/dl, which were treated with manual injection. Caller declined troubleshooting, stating that insulin pump was working as designed.